Manufacturer narrative:
The investigation of delivery issues has been completed. The pump was returned for investigation, but the 0.018 guidewire was not. In its returned state, the lumen was coming out of the inlet cage, but the lumen is supposed to stay inside the inlet and come out of the pig tail. A small kink was observed on the red lumen but there were no punctures found. A sample 0.018 guidewire was threaded through the red lumen with slight resistance due to the kink. Based on the clinical details, it is possible that the lumen was pulled out of the pigtail when the 0.018 guidewire was placed in the lumen because of resistance from the kink. Once the red lumen is pulled out of the pigtail, it is not able to be threaded back through, which is why the lumen may have come out of the inlet cage instead. The cause of the delivery issues was most likely red lumen issue, as a kink was found in product investigation, which led to resistance when inserting the 0.018 guidewire.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Impella cp with smartassist system: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿. ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that the patient had a cp pump being prepped for delivery and had a user caused failure. The wire exited incorrectly and was therefore replaced. The team placed a new cp pump for the high-risk percutaneous coronary intervention patient. Upon inspection the wire had damaged the lumen.